Event description:
The reported incident relates to the mattress bottoming out-depression in pelvic area when mattress is bent. No injury reported at this time. The manufacturer makes the mattresses to customer specs, the consumer will need to contact his/her dealer/distributor to request information on what mattress type works best based on his/her need.